Event description:
Healthcare professional (hcp) reported patient experienced "late adverse inflammatory nodular" after injection in the right mandibular midline pre-jw with juvéderm® volux¿. The patient recovered after antibiotic-hyaluronidase application.

Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The reporter has declined to provide allergan further information regarding event, product, or patient details. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.